Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. Repairs could not duplicate slippage other than the lock having rotational and lateral movement. The clamp passed all specific testing. The movement in the lock would not have caused a slippage. The torque knob tests to proper pressure and the index knob still locked under load. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward

Event description:
A customer reported that the a1059 mayfield modified skull clamp was involved in a patient laceration. The date of the incident was unknown. No other information was provided. Additional information has been requested.